Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. A piece measuring approximately 0.440" x 0.085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade on the harmonic ace instrument broke. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.